Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Manufacturer narrative:
The complaint device, the hand control interface cable, was received and visually evaluated. It is noted that the "female" connector is in a condition that can only be attributed to misuse, a user technique issue. The connector is a female plug that only requires having a male connector plugged into it for function. It has a series of receptacles which are insulated from each other and has an "orientation key" to prevent connection misalignment with the male connector; however, this connector has some severe damage. The "orientation key" is pulled away from the body rendering it useless in preventing a misalignment connection, the insulator material has rotational road marks and grooves in it, the tops or entrance areas of the pin sockets are mashed and damaged, and, 2 neighboring socket receptacles are burnt/shorted; this damage is a result of misguided excessive mechanical force and forced misalignment. We attribute the reported "shock" to the condition of the connector, and we attribute the condition of the connector to user misuse. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our rep is reporting that during an arthroscopic shoulder procedure the s&n shaver stopped working. The surgeon instructed one of the nurse staff to re-plug the interface cable, which the nurse did several times. On the last plug-in the nurse received a shock through her hand. She was not injured and did not require any intervention or treatment. The procedure was concluded successfully with the use of another same device without further issue or harm.